Event description:
It was reported that the ventilator would not initiate ventilation and all displayed led's illuminated when it was powered on. The ventilator wa shutting down and turning back on with a constant audible alarm. The ventilator was not connected to a patient when the reported problem occurred.